Event description:
The facility's biomed tech reported an infusion pump with an 812:02 failure code. The biomed tech stated that there has been no report of any pt incident involving this pump since the last baxter service event. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no additiional info was available.